Event description:
During a baxter evaluation, it was found that a pump has a system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the system error 105, caused by a failed motor. The motor assembly will be replaced.